Event description:
A patient sample with a known anti-kell was not detected by crrs test well. The sample was positive using the gel method.

Manufacturer narrative:
The returned sample, an external anti-kell control and 2 in-house donor samples were tested on returned crrs 4 plate lot k144. Testing was performed on an in house galileo. The in-house donor samples reacted negatively and the control sample clearly positive, as expected. The returned sample reacted positive with cell 3 (2+) and negative with cell 4 (0); cell 3 is kell positive and cell 4 is kell negative. No product deficiency was identified. The customer was asked to perform washer maintenance checks on their instrument.